Event description:
The patient was undergoing a mechanical thrombectomy procedure in the left vertebral artery using the penumbra system 3max reperfusion catheter. Before the procedure, tissue plasminogen activator (t-pa) was not administered. During the procedure, a 5max reperfusion catheter and a 3max reperfusion catheter were advanced to the thrombus using a coaxial technique. Aspiration was done with the 3max reperfusion catheter and a 20 cc syringe with a lock attached. After reflux of blood, the physician noted a broken part of the 3max reperfusion catheter inside the syringe and retrived it. The 3max reperfusion catheter was fractured about 10cm from the proximal end. Physician's comment: I felt resistance when pulling the 3maxc before the aspiration.

Manufacturer narrative:
Result: the catheter is fractured approximately 143.0 cm from the hub. The break site shows evidence material deformation and stretching of the polymer material. Conclusion: the complaint has been evaluated. The complaint indicates that resistance was felt when pulling back the 3maxc before aspiration. It also states there was a piece of the 3maxc found in the 20 cc syringe. Evaluation of the returned catheter confirmed a fracture in the shaft approximately 143.0 cm from the hub. Based on the description of the event and condition of the returned product, it appears that the force used by the operator to overcome the resistance felt before aspiration was greater than the tensile strength of the material. This excess force caused the catheter polymer shaft to stretch and eventually yield entirely, resulting in the fracture. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.